Manufacturer narrative:
Level ii and level iii qc were within specifications the morning of the event. Level I qc was out high on (B)(4) 2009 and (B)(4) 2009 . Before the event, customer calibrated accu tni several times, but no results were supplied. Per the event log, customer obtained several instrument errors during the event. A system check performed on (B)(4) 2009 passed specifications. Service was not dispatched for this event. No clear root cause has been determined for this event to date. A malfunction will be assumed for the purpose of this report.

Event description:
Customer obtained erroneously elevated troponin (accutni) results on seven (7) patient samples. The results were reported out of the lab. The original samples were retested and repeated results were lower for all seven patients. No reports of death, injury, or change to patient treatment have been reported in connection with this event.